Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced malpositioning as the device was pulled into the aorta when the patient was getting out of bed. The sterile sleeve was not connected to the suture pad hub, so the pump had to be replaced. No further information was provided. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported malpositioning was completed. The device was not returned for evaluation. Based on the information received, the root cause of the positioning issues was determined to be use related as patient movement caused the pump to be pulled into the aorta. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.